Event description:
A report was received that the patient underwent an explant procedure to remove the ipg and two leads due to an infection. The patient refused to show up to his follow up appointments after many attempts from the nurses. Last week, the patient went to his local hospital because he had what appeared to be a pimple close to his ipg. At the hospital, it was discovered that the ipg pocket was infected. The patient was treated with an antibiotic and referred to enfant jesus hospital for investigation.

Manufacturer narrative:
Additional information was received that the patient had a purulent flow for about three weeks prior to being referred to dr. Cantin. The physician assessed the infection as probably related to wound dehiscence and the ipg. The patient is doing well postoperatively.

Manufacturer narrative:
Additional information was received that the ipg sc-1132 (serial number: (B)(6)) was evaluated and revealed that the root cause of the complaint was not determined. Residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient underwent an explant procedure to remove the ipg and two leads due to an infection. The patient refused to show up to his follow up appointments after many attempts from the nurses. Last week, the patient went to his local hospital because he had what appeared to be a pimple close to his ipg. At the hospital, it was discovered that the ipg pocket was infected. The patient was treated with an antibiotic and referred to (B)(6) hospital for investigation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70, serial/lot: (B)(4) / 18329765, description: linear 3-6 lead 70 cm. Model: sc-2366-70, serial/lot: (B)(4) / 17856504, description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient underwent an explant procedure to remove the ipg and two leads due to an infection. The patient refused to show up to his follow up appointments after many attempts from the nurses. Last week, the patient went to his local hospital because he had what appeared to be a pimple close to his ipg. At the hospital, it was discovered that the ipg pocket was infected. The patient was treated with an antibiotic and referred to (B)(6) hospital for investigation.

Manufacturer narrative:
Additional information was received that the leads sc-2366-70 (serial number: (B)(4)) were evaluated and revealed that no anomalies were found during visual inspection. A review of the sterilization records did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient underwent an explant procedure to remove the ipg and two leads due to an infection. The patient refused to show up to his follow up appointments after many attempts from the nurses. Last week, the patient went to his local hospital because he had what appeared to be a pimple close to his ipg. At the hospital, it was discovered that the ipg pocket was infected. The patient was treated with an antibiotic and referred to enfant jesus hospital for investigation.